Event description:
It was reported that the insulin pump was not functioning. The battery was changed and nothing appeared on the screen. The customer stated that a high pitched noise was coming from the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display followed by a constant audible alarm. Problem isolated to the motherboard.